Event description:
On 12 july 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul). In post-procedure recovery, it was discovered that the patient had developed a hematoma and he was admitted. The physician surgically repaired the bleeding artery and the patient required blood transfusion. The patient was released from the hospital after five days and was reported to be stable and improving.